Event description:
The computer display of the pump appears to be delivering medication, including boluses. This display has a rotating cursor to indicate "pumping", a "cc's delivered" display, and a "cc's remaining" display. All of these displays read as though the pump is infusing properly. Actually, the pump is not delivering any medication, including delivered boluses. These pumps are used to provide labor analgesia on rptr's ob anesthesia service. Rptr was about to replace a "non-functioning" epidural catheter in one of his pts when this pump defect was noticed. After consulting with MFR, it seems that they are aware of this problem. The computer "brain" of the pump is linked to the electric motor to register "pumping or not pumping." The trouble spot is the "motor frame shaft extension" which connects the two.